Event description:
Account stated they obtained four high troponin t results that repeated lower. The incorrect results were not used to guide therapy. The field service representative found the sipper probe was malfunctioning and repaired the instrument by replacing the probe.